Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was inoperable and not responding to the stylus. There was no patient involvement.